Event description:
Reporter calling, stating her implanted neurostimulator "won't turn off" and is causing excessive stimulation. Reporter states she has contacted abbott about this problem. Reporter states abbott has been "unhelpful and dismissive" of her complaints. Reporter states she no longer has the programmer or the charger for the implanted device. Reference report: mw5147723.